Event description:
Related manufacturer reference number: 1627487-2021-18404. It was reported the patient fell and one of the patient's leads fractured. Patient lost paresthesia on left side and reprogramming was unable to resolve the issue. In turn, surgical intervention may take place at a later date to address the issue. It is unknown which lead is related to the issue. Therefore, all suspected leads are being reported.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient weight. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.